Event description:
A barostim system was implanted on (B)(6) 2022. During a normal ipg replacement on (B)(6) 2026, high impedance was noticed. The csl was removed from the ipg, and the csl pin had pulled out from the ring. It was unknown if the physician had fully loosened both set screws as they were moving fast, but the physician stated they thought there was a defect in the connection. The csl was capped, and no new ipg was implanted. The procedure was not delayed by greater than 30 minutes due to the issue, and the patient did not experience any symptoms. A csl explant and barostim reimplant occurred on (B)(6) 2026. A new ipg was placed, and a new csl placed on the opposite carotid. The initial csl was left implanted and capped.

Manufacturer narrative:
While analysis of the reported csl was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was a connection defect. Analysis of the associated ipg device is in progress. A supplemental report will be submitted when the ipg device analysis is completed. The device history and sterilization record for this csl device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event, and the device passed all pull testing specifications. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).